Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the tlc55 did not cut or staple. Another instrument was used to complete the case. There was no consequence to the pt.